Event description:
It was reported that during the implant attempt, the suture sleeve came off. The physician was not comfortable implanting the lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found and there was blood in/on the helix/lobe mechanism.